Manufacturer narrative:
One device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with the unaided eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bag with tap water and observing a leak from the spike port cap at the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One sample has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 2000 ml eva tpn bags were ¿split on the middle port¿. This was noted prior to patient use. There was no patient involvement. No additional information is available.